Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported component kc7462 has black on it and the edges are frayed -###-from pe-702213469-the customer reported: the component kc7462 has black on it and, the edges are frayed.

Manufacturer narrative:
There were no physical samples submitted with this complaint; however, 1 photo sample of the complaint was submitted for analysis and the photo confirmed the complaint; frayed edges. A device history record (DHR) review for lot# 17g119862 was performed during this investigation and no issues were found relating to the condition reported in this complaint. There were no manufacturing related issues related to the complaint issued for this lot. The most likely root cause for fraying is that the threads may have snagged on a burr on the cross fold paddle and/or fingers of the equipment during the folding process. The exact nature of the unknown contamination cannot be determined without testing the actual material on the sponge. Thus, a determination, based on this available evidence does not allow us to determine the likely root cause due to limited evidence. There is no trend noted for the specific complaint to escalate to a formal corrective and preventative action (CAPA) for frayed edges. A CAPA has been initiated to address the reported contamination for the vistec product. If additional information or samples are received, the investigation will be reopened and inv estigated accordingly. This complaint will be used for trending purposes.